Event description:
Major pump unit(s) involved: device thrombosis; lvad thrombosis; inflow statir; no specific contributing cause identified. Type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: other component malfunction, specify.